Event description:
It was reported that during the procedure, the console had insufficient energy, and no error message was displayed. It was noted that the console could not crush the ureteral calculi. And the debris shield was damaged. The procedure was completed with this device by slightly adjusting the optical path and cleaning the port. There were no patient complications reported.

Event description:
It was reported that during the procedure, the console had insufficient energy with no error message displayed. It was noted that the console could not crushed the ureteral calculi, and the debris shield was damaged. The procedure was completed with this device by slightly adjusting the optical path and cleaning the port. There were no patient complications reported.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer (fse). The fse confirmed the low power and the damaged debris shield. While inspecting the console, the fse checked the optical path lens, fine-tuned the near and far field optical paths, and detected the energy. The fse found that the debris shield was damaged and replaced it. The port was cleaned and the console tested at full power. The console was then within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the investigation and analysis results, it is probable that the reported low power and the damaged debris shield occurred due to a defective blast shield. Replacing the debris shield resolved the device issues.